Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. A separation was noted on the longer exhaust tube of the pump at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. The surfaces of the detachment site of the shorter exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubing of cylinder 1. A separation, surrounded by abrasion, was noted on the inlet tube of the pump. This is a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the shorter exhaust tubing of the pump. The rough and irregular surfaces associated with the separation on in the longer exhaust indicates sufficient stress may also have been exerted to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to a tubing break by the pump.

Event description:
According to the available information the device was explanted and replaced due to a tubing break by the pump.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.